Event description:
The pump was returned for investigation. Investigation revealed keypad button responsive issues; keypad button contact contamination, the display screen was dim and discolored, and battery compartment cracks. This report is made based on results of the investigation performed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be damaged. Evaluation revealed the up and down keypad buttons were intermittently responsive; the contrast button was unresponsive. There was evidence of keypad contamination found under all key contacts. The contrast button contact was missing. Investigation revealed the display screen was dim and discolored. Two battery compartment cracks were observed. (B)(6).